Event description:
The patient reported jaw discomfort and how some days they cannot open their mouth more than an inch or two during use of night aligners (history of tmj per medical history, and has dislocated her jaw in the past, and her mouth clicks and her jaw gets stuck. They also have air gaps on both arches.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.